Event description:
It was reported that the patient experienced an allergic reaction at the anchor site. As a result, surgical intervention was undertaken wherein the lead and anchor were explanted. The patient was prescribed antibiotics.

Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.